Event description:
It was reported that during surgery, the unit did not work at all. There was no patient harm/injury. There was no medical intervention required. There was a surgical delay of 0-15 minutes while they prepared an alternate device. The surgical technique for the product was utilized. Due diligence is complete, no further information is available. There was no adverse event associated with this malfunction. During product evaluation and visual examination of the returned product found electrolyte leaked inside of the pack.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Only the battery pack was returned for evaluation. Visual examination of the returned product found electrolyte leaked inside of the pack. There did not appear to be damage to the wiring of the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: japan